Event description:
A falsely elevated troponin I result of 4.67 ng/ml was obtained on a patient sample. The result was not reported to the physician. The sample was tested on an alternate analyzer and a result of 0.22 ng/ml was obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin result was a sticking mixers.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was sticking mixers. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.